Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirmed the reported stripped condition. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the set screw in tc3 notch trial stripped out, will not tighten. Needs replacing. No surgery delay. No broken instruments. Nothing left in patient. No harm to patient, faulty trial was discovered while setting up surgery and prior to patient arriving in operating room.